Event description:
User facility mandatory medwatch received that stated: "patient with tpn running. When patient went up to the bathroom, the extension set with filter disconnected from the IV line. Line was changed and infusion continued." Upon further query the following information was provided that indicated a disconnection. The male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set and was being used to deliver an unspecified volume of total parenteral nutrition (tpn). The option-lok male adapter of the extension tubing set was connected to the patient's peripherally inserted central catheter (PICC) line. The customer contact indicated that when the patient ambulated to the bathroom, the option-lok male adapter of the extension tubing set disconnected from the PICC line. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effect and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Attachment: user facility mandatory medwatch was received on 08/06/2012. (B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.